Event description:
It was reported that the customer¿s ilet did not charge on the inductive charger despite a solid green charger light, correct orientation with the screen facing up, and centered placement; after approximately six hours on the charger, the device powered on briefly and then shut off, and a replacement charger was sent for troubleshooting. Symptoms included no physiological effects reported. Outcomes included replacement supplies shipped and user education provided. Investigation included user troubleshooting and assessment of charger function through guided checks and substitution with a replacement charger. Investigation of this case revealed a suspected charging malfunction associated with the external power/charging system, with the device failing to sustain power despite an apparent charging indicator. It was concluded, based on previously established findings for similar reports, that the cause was a probable charger malfunction or power transfer failure.